Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The noise could be reproduced via provocative testing. A revision procedure was performed where insulation damage was visually confirmed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.